Event description:
It was reported that the patient was hospitalized due to an increase in seizures. The patient underwent generator replacement as the generator was suspected to have reached end of service. The explanted generator was discarded by the explanting facility; therefore, no product analysis can be performed. It was reported that the patient experienced some pseudo seizures that may have contributed to the report of increased seizures. It is unknown whether or not the increase is above the patient¿s pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.